Manufacturer narrative:
Sample collection and centrifugation information were not supplied.qc was within established ranges before the event.bci field service engineer (fse) investigated precision issues and found fluid on top of reaction carousel cover and reagent carousel cover. Fse replaced valves to address the problem.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600i synchron access clinical system generated erroneous chemistry results for five (5) patients. Results were reported out of the lab. Repeat testing generated higher results and patient reports were amended with these higher results. No change to patient treatment or diagnosis was reported in connection with this event.